Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm 6900p mitral valve implanted seven (7) years, three (3) months, is being evaluated for valve-in-valve procedure due to severe mitral stenosis. Patient presented to hospital with sob and abdominal distention and was admitted. Patient noted to have acute heart failure. It was noted the patient missed last two (2) hemodialysis (hd) treatments due to hurricane. Patient's sob improved after getting hd. Tee showed severe tricuspid regurgitation and severe bioprosthetic mitral stenosis. Patient was treated in hospital and discharged home 10 days later. It was learned patient expired at another hospital due to unknown reasons.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including end-stage renal disease on dialysis, coronary artery disease, and type ii diabetes mellitus.